Manufacturer narrative:
(B)(4).the device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged pumphead signal harness. To correct the condition, the pumphead signal harness was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump required the replacement of a user interface (ui) to pumphead (ph) signal harness assembly. This condition had the potential to interrupt delivery. This was not reported the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated infusion pump with a user interface module master software version of 5.04.00. No additional information is available.